Event description:
It was reported that during a percutaneous coronary intervention, the guide wire fractured 1 mm from the distal end during removal and remains in the patient. Patient status is listed as "okay".